Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating infusion sets that were faulty. The customer's blood glucose level reading was 274 mg/dl. The customer stated that the insulin was leaking after using the release button to prime the tube. The customer stated that the insulin continue to drip after letting go to the act button during the prime process. The customer was advised to have the insulin bottle on the bottom with reservoir on top when ready to remove the reservoir from the vial. The customer was also advised that liquid on the inside of the tubing connector can temporality block the vents that allow proper priming. Customer was advised to change out the entire infusion set including the reservoir. Customer was able to complete the change of the infusion set without further incident and was able to reconnect and give a correction bolus.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.